Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi). The bi was incubated for 24 hours. The load included one arthroscope, one light cord and one camera. All load items were released and used on patients before the results were confirmed. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
No product was returned. Also, the involved lot of cyclesure biological indicator could not be identified as the customer discarded the bi; therefore, no testing of retains is possible. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes, failure mode and effects analysis, and health hazard evaluation. The DHR could not be performed as the customer discarded the suspect positive bi and lot number is unknown. Trending analysis for the product code of ''suspected positive bi" was reviewed from july 2013 through (B)(6) 2014. The risk is categorized into "broadly acceptable." Trending analysis for the product code of ''load not recalled" was reviewed from july 2013 through (B)(6) 2014. The risk is categorized into "broadly acceptable." The fmea was reviewed and indicates that the rpn associated with media evaporation is at an acceptable level. The hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. Insufficient information is available to determine the cause of the alleged failure. The suspect positive bi was not available for return. As a result, it was unable to be evaluated for signs of user error and/or manufacturing defects. Also, the specific make/model details of devices in the load are not available. An issue with the sterrad® nx sterilizer performance is unlikely as parametric release parameters were met. The customer also indicated the previous and subsequent bi results were negative for growth. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since this code is used for medwatch reporting purposes. The severity of the suspect bi was defined as ¿negligible.¿ review of the tracking and trending data did not identify a trend. As a result, root cause or assignable cause analysis could not be performed. The customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time, however, the issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(6) - suspect positive bi and load not recalled.